Event description:
During troubleshooting the patient informed the customer care advocate that their onetouch ping meter was allegedly missing segments. There is no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient. This complaint is being reported as a malfunction because the alleged missing segments could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.